Event description:
Implant date: 2003. It is reported that two mos after implantation, routine post op x-rays revealed that a t-bolt had become detached from the screw. Not reported to have been explanted.